Event description:
A registered nurse reported that during a cataract extraction with an intraocular lens (iol) implant procedure, 3 cases where the iol was found to be cracked or loader malfunctioned. As well as one case last week. Upon further inspection, they have noticed these two lens loaders were different thicknesses and visibly look different. Additional information was requested, but further no information was available. There are three medical device reports associated with this complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of malfunction and cracked lens; therefore, the condition of the product could not be verified. Photos of handpieces are attached to the parent file and have been reviewed by the investigation site. Specific details of the product cannot be obtained from the photos provided. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).